Event description:
On (B)(6) 2017, the lay-user/patient¿s mother contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ping enhanced meter was reverting to set up mode. The complaint was classified based on the customer service representative (csr) documentation since the reporter was unwilling to provide additional information during a follow-up call. The reporter stated that the alleged meter issue began at an unspecified date and time 2 months prior to contacting lfs. The reporter informed the csr that the patient manages her diabetes with self-adjusted doses of insulin. As a result of the alleged issue, the reporter claimed the patient¿s dose of insulin was modified (amount not provided). The reporter claimed the patient began to experience ¿hyperglycemic episodes¿ one day after the alleged issue began. In response to the symptoms, the reporter claimed she treated the patient with insulin (type and dose not reported). The reporter denied the patient¿s blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr noted the alleged issue occurred after removing or replacing the batteries. The csr walked the reporter through resolving the issue but the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.